Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and observed that the shock button measured 3.2 kohms of nominal resistance which caused the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory; however, physio was able to successfully charge and shock without any discrepancies. As a precaution, physio replaced the device¿s main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer reported to physio-control that while performing a test on their device, the shock button was pressed; however a service indicator appeared and the user did not believe the shock was delivered. The device was turned off and once back on, they repeated the test with the same outcome. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed an event code logged in the memory of the device that is indicative of a device failure that could result in the device disarming itself and dumping the energy internally. As a result, defibrillation may not be available, if it were necessary.